Event description:
Boston scientific received info that this right ventricular lead was be revised due to low sensing and high thresholds at 4.5 v at .5 seconds. The lead was explanted and returned for analysis. No adverse pt effects were reported.